Event description:
Pt was stuck for bloodwork by phlebotomist with a 23g bd pushbutton butterfly needle. (Lot#: 0153981, exp. 2012-05). When phlebotomist attempted to push button to retract needle from pt's arm, needle stayed in arm and broke away from the spring loaded mechanism. Phlebotomist realized that needle was embedded in arm and was able to quickly remove it. Phlebotomist cleaned pt's arm and pt had no adverse outcome. MFR notified.